Manufacturer narrative:
(B)(4). Date sent: 06/14/2021

Manufacturer narrative:
(B)(4). Date sent: 07/13/2021. D4: batch u5e73f. Per photographic evaluation: this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a little portion of tissue taken by a person, in the second photo could be observed that appear to be some staples, however is not possible to determine staple formation through the photo analysis. Based on the photos the event describe could not be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and anvil with cut washer, confirming that the device achieved full firing stroke. The device was reset and fired into a test skin with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during a colectomy two staples were within the donuts and malformed. A leak test was performed to satisfaction. There were no patient consequences.